Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopic tubal ligation with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression and pelvic pain to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: coil fell out during menses") and pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included urinary tract infection, vaginal infection, endometriosis of pelvic peritoneum, perineal pain and follicular cyst of ovary. Current weight 122 lbs. Previously administered products included for prevent pregnancy: birth control pill; for an unreported indication: depo-shot and mirena iud. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, stomach cramps, cellulitis and uterine tenderness. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"). In july 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. In october 2016, the patient experienced fatigue ("fatigue"). In november 2016, the patient experienced nausea ("nausea"). In december 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), acne ("rashes or skin conditions type: chronic body acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), infection ("infection") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes),on (B)(6) 2018 total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, back pain, anxiety, depression, mood swings, acne, dysmenorrhoea, fatigue, infection, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fatigue, infection, mood swings, nausea and pelvic pain to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Discrepancy noted for date(s) of insertion: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: device expulsion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & mr received. Reporter's information was received. Lot number was added. Added event mood swings, chronic body acne, migration of essure device location of device: coil fell out during menses, dysmenorrhea (cramping), fatigue, hair loss, infection, nausea, lower abdominal pain, she did not undergo essure confirmation test. Patient's demographics was added. Historical drug, historical condition, concomitant condition were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: coil fell out during menses") and pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included urinary tract infection, vaginal infection, endometriosis of pelvic peritoneum, perineal pain and follicular cyst of ovary. Current weight 122 lbs. Previously administered products included for prevent pregnancy: birth control pill; for an unreported indication: depo-shot and mirena iud. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, stomach cramps, cellulitis and uterine tenderness. In 2016, the patient experienced alopecia ("hair loss"). In july 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. In october 2016, the patient experienced fatigue ("fatigue"). In november 2016, the patient experienced nausea ("nausea"). In december 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), acne ("rashes or skin conditions type: chronic body acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), infection ("infection") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes),on (B)(6) 2018 total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, back pain, anxiety, depression, mood swings, acne, dysmenorrhoea, fatigue, infection, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fatigue, infection, mood swings, nausea and pelvic pain to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Discrepancy noted for date(s) of insertion: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.